Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also noted that the ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the fu #1 MDR was sent in error.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also noted that the ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also noted that the ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure as the ipg had not been charged. It was noted that the patient was confused and confirmed that leads were not causing pain. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also noted that the ipg was non-functional. The patient will undergo an explant procedure.